Manufacturer narrative:
(B)(4). The MDR report key/report number is 11699891. The MDR text key is 246465969. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found in maude database: "the lumen of the port on the patient's central venous catheter was noticed to have a hole and be leaking while fluids were being infused. The catheter was exchanged over a guidewire without incident. The hole was first noticed, the cvs was placed the prior evening. According to the resident that performed the procedure, no leak was noted when air was pulled out of the lumen and blood was returned on insertion."

Manufacturer narrative:
Qn# (B)(4). The MDR report key/report number is (B)(4). The MDR text key is (B)(4).

Event description:
Complaint found in maude database: "the lumen of the port on the patient's central venous catheter was noticed to have a hole and be leaking while fluids were being infused. The catheter was exchanged over a guidewire without incident. The hole was first noticed, the cvs was placed the prior evening. According to the resident that performed the procedure, no leak was noted when air was pulled out of the lumen and blood was returned on insertion."